Event description:
During the initial implant procedure, the stylet was unable to be inserted into the right ventricular (rv) lead. The rv lead was replaced to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. A stylet could not be fully inserted inside the lead due to dried blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.